Event description:
Consumer was using the gum soft bristles toothbrush and during their first brushing and ended up with loose bristles in their mouth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.